Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.